Manufacturer narrative:
(B)(4). Batch # m91e8d. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during the laparoscopic radical surgery for cervical cancer , after used half hour, when dissect lymph node, titanium tip was broken during procedure. Changed another one to complete surgery. No additional information can be provided.